Manufacturer narrative:
Philips investigated the complaint. The investigation confirmed that there was no direct customer complaint, but a notification was automatically identified by philips log file monitoring. The system logged errors at startup, but the startup process was completed. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. Upon reviewing the log files, the rse identified a failure in the host pc power supply. A philips field service engineer (fse) inspected the system on-site and verified the issue. Upon troubleshooting, the fse cleaned the system by vacuuming accumulated dust and removed a screw lodged in the ventilation slot. To resolve the issue, the fse replaced the front left fan of the host pc. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation identified that there was no customer complaint, but an automatic notification due to log file monitoring. The system logged errors at start-up, but the start-up process was completed. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the host pc displayed a power supply error during start up, which could affect the whole system from starting up. No harm was reported to philips. Philips has started an investigation of this complaint.